Manufacturer narrative:
The customer declined to provide patient information. The biomedical engineer had the unit running and it has not alarmed during start up. The reported problem was not duplicated. No further service call received from this customer.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.contacted customer requesting for patient information and repair details.

Event description:
The customer reported the ventilator alarmed with a post backup alarm failed error. The customer reported the device was in use, but there was no patient harm reported.